Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed bubbles during the overflow test and air in the reference valve. The fse identified the probable cause as multiple hardware. The fse replaced the reagent syringe, s shaped mix bar, l shaped mix bar, buffer syringe, buffer valve and reference valve which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the anion gap issues and erratic sodium (na) chloride (cl) and bicarbonate (co2) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided initial results for one patient sample.